Event description:
Rn inserted a PICC into the left antecubital to 27cm in a 21 month old pt. When her assistant went to remove the guidewire, it was very difficult to remove and after a great deal of effort the guidewire was removed. When the assistant attempted to flush the PICC with a 12ml syringe it would not flush. The rn withdrew the PICC and the line was able to be flushed. The PICC was then advanced while flushing and it was then noted that the pt's arm had become edematous. This line was discontinued.

Manufacturer narrative:
The device was released and sent to vygon us for review. The device will be forwarded to vygon (B)(4) (the MFR) for investigation. The results of this investigation will be included in a f/u MDR with thirty days of its conclusion.